Manufacturer narrative:
Manufacturer email (B)(6).

Event description:
It was reported that when the footswitch was pressed, a high energy error message occurred. The laser went from ready state to fault. Troubleshooting steps were taken to no avail. The procedure was cancelled with the patient under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.